Event description:
On (B)(6) 2009, the patient stated while changing the insulin cartridge, the plunger stuck to the piston rod and a large amount of insulin entered the insulin cartridge compartment. The patient was advised to discontinue use of this infusion device until the replacement arrives. The patient was educated on the proper way to insert a new cartridge into the infusion device and how to prime the infusion tubing. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.